Event description:
The customer reported via phone call that the insulin pump alarmed button error which could not be cleared. The customer stated that the insulin pump had been exposed to water when the customer had jumped into water for 7 to 8 minutes with the device on. The customer's blood glucose was 125 mg/dl. She stated that she was unable to clear the alarm using the esc and act buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.